Event description:
There has been an incident with a dilator from one of the 4fr single lumen PICC sets, the grey tip was seen to be damaged after the practitioner had difficulty removing from patient vein, there was no patient harm as far as the practitioner was aware.